Manufacturer narrative:
Block b3: exact date unknown, event occurred on february 2026. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2301 captures the reportable event of additional device required to address the bleeding. Imdrf impact code f23 captures the reportable event of additional intervention performed to address the bleeding. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of hemorrhage, major, additional device required and unexpected medical intervention. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. However, hemorrhage, major is noted within the IFU as a possible adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for evaluation because the device was disposed; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, hemorrhage, major is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of hemorrhage, major, additional device required and unexpected medical intervention were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. The implantation site was examined with eus doppler prior to stent deployment. During the procedure, it initially progressed without issue aside from a difficult scope angle due to the size of the pseudocyst. During attempted stent deployment, a large-volume bleeding event occurred. Per additional information received, visualization of the stent during deployment was limited due to loss of electrocautery (erbe) function at the time of puncture and deployment; therefore, it is unknown whether full stent deployment was achieved. The stent was subsequently removed using forceps. The physician applied three hemoclips to achieve hemostasis, and the clinical team initiated emergency laboratory testing and secured uncross matched packed red blood cells (prbcs), fresh frozen plasma (ffp), and platelets. Coordination with interventional radiology (ir) was undertaken for emergent intervention as hemostasis appeared complete prior to transfer. Reportedly, the patient suffers from diabetes and hypertension, which were noted as potential contributing factors of the event.